Event description:
Smiths medfusion 4000 syringe pump ((B)(4)). Programmed to infuse caspofungin over 1 hr, the syringe pump ended up pushing the whole med over 10-15 minutes instead. Parents called out because pump was beeping, and rn found the syringe empty, and device showing syringe empty on screen. The setting for caspofungin has the lowest time limit of 1 hr, so medication administration was programmed correctly, but the pump pushed it faster than programmed.